Event description:
On 7/31/2023 (B)(6) , employee of intuvie, received an email from (B)(6) , employee of mckesson medical-surgical, and the following message was relayed: I would like to request RMA's for level 2 nimbus replacements. Please send RMA's and shipping labels (if applicable), the devices are in my possession, the address is in my signature. No patient incidents/complaints reported, all discovered during testing. 713053-will not power on, water ingress, 713262-metal bar damaged, 713020-will not power on, 712666-powers off when started, upstream occlusion, 714543-system error-water ingress, 715880-broken hinge, 713270-on/off button (keypad) not working, 714212-intermittent system error, 714751-fails volume (low), 714242-will not run-water ingress ,(B)(6) turns off by itself. No other detail provided. All issues discovered during testing. No patient involved. No patient harm. Device to be returned. Please be advised that pump 714212 has complaint(B)(4). Already opened. Therefore, this is complaint 10 of 10 for sn (B)(6) . On 7/31/2023 (aware date) infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested h3 other text : device not returned to manufacturer.